Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06646. It was reported stimulation turns on and off by itself. It was also reported, the pt experiences stimulation is unintended areas. Reprogramming attempts were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.